Event description:
Information was received from a consumer and a healthcare provider regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indication for use of the pump was spinal pain. It was reported that the device became infected three weeks after implant. Lab and clinical diagnostics were performed. The device was removed, and the infection was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.